Event description:
It was reported that the wake button was delayed in responding to touch and an altitude alarm occurred. The pump responded when the wake button was pressed more firmly and the altitude alarm cleared prior to troubleshooting. Customer¿s blood glucose was 170 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.